Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their implantable pulse generator (ipg) has migrated about an inch since it was implanted, however it has not moved as much recently. The device remains in use. No patient complications have been reported as a result of this event.